Manufacturer narrative:
Age at time of event: 18 years and above. Device evaluated by manufacturer: a coil, delivery wire and introducer sheath were returned for analysis. The introducer sheath was inspected and no damage noted. The coil was found outside the introducer sheath. The coil was returned stretch, kinked and broken at the interlock section. The delivery wire was inspected and no damage noted. Microscopic inspection was done and no damage noted on the zap tip shape and surface of the coil, zap tip shape and surface of the delivery wire, and the interlocking arm of the delivery wire. The delivery wire dimensions were found to be in specification. The coil dimensions that could be measured were found to be in specification. With the exception of the amount of fiber bundles probably due to the stretched coil. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-dec-2016. It was reported that coil got stuck and stretched inside the catheter. A 12mm x40cm interlock¿-35 was selected for use. During the procedure, at around 4/5 of the coil was deployed, it was noted that the device cannot be advanced. Flushing with normal saline was done; however, the device still cannot be advanced. Then the device was removed together with the catheter and it was noted that the coil was stretched and cannot be used. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable. However, device analysis revealed that the coil was broken at the interlock section and number of fiber bundles were below specification.